Event description:
After product was received, it was apparent the fragment came from the extraction screw.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while disassembling the instruments a piece of the connection screw thread broke off in the scrub nurse¿s finger. The scrub nurse was removing the connection screw from the insertion handle when he felt a sharp pain in his finger and on closer inspection of his finger he saw what appeared to be a fragment of the connecting screw's thread that had broken off the distal end of it. The scrub nurse was wearing gloves and the piece pierced the gloves and the skin. This occurred after a procedure for the insertion of an expert asian femoral nail to treat a femoral fracture. When the scrub nurse went to inspect the screw in central sterile department after the case with the screws had both been cleaned and he could not see any damage to the screw or the spare one that is kept on the set; it may have been that the fragment came from the extraction screw or the internal thread of the nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown which product the fragment came from. It may have been one of two connection screws part number 03.010.356 lot number 3042989 extraction screw part number 03.010.373 lot number 1963024 or nail part number 04.009.361s lot number 7884603 expiration date may 01, 2022. Common device name for connection screws and extraction screw: misc ortho surgical instrument; device product code: lxh. Common device name for nail: nail, fixation, bone; device product code: jds. Devices were not implanted/explanted. The two connection screws and the extraction screw were returned. The nail was discarded. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Part number 03.010.356 lot number 3042989: nov 25, 2008, part number 03.010.373 lot number 1963024: nov 5, 2008, part number 04.009.361s lot number 7884603 may 08, 2012. A review of the device history records for all potential parts/lots was completed: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.